Event description:
Customer stated that the drill attachment got hot during a craniotomy. The procedure was completed with no medical intervention required. There was no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation. However, it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.